Event description:
A patient reported experiencing inaccurate high results with a ot ii meter. The patient's blood glucose results were 238, 349, 389 mg/gl. Tests were done with 10 minutes with a difference of 27%. Patient did not experience any adverse events. No further information has been reported.